Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09b8s, implanted: (B)(6) 2013, product type: lead. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of stimulation/therapeutic effect. It was stated the patient had been hospitalized with heart issues and other complications. It was noted she also recently fell and broke her leg. It was also noted the patient unknowingly turned off her stimulator on a few occasions. The patient was reprogrammed. There was less than 50% therapy relief noted and the location of symptoms was at the lead location. The patient felt the efficacy was intermittent and it had not seemed to work the same since her recent fall. It was reported the patient had a loss of therapeutic effect and ever since implant, therapy would only work for a few days after an adjustment then the symptoms would return and she still went to the bathroom three times an hour. The last adjustment was eight days prior to report and it worked for 4-5 days. The patient changed her underwear six times a night and went through 12 pads. She was frustrated the adjustments would not hold. The patient was redirected to her healthcare provider. It was noted the programmer would not power on and the patient put in new batteries 2-3 weeks prior to report. It was stated by the patient, ¿I did not have control over my bladder. It's just going bonkers. I'm going all over the place. I'm going about 3 times an hour. I'm going through about a dozen pads a night, a day, the big thick ones. And 5 pairs, 6 pairs of underwear. And I've been doing this for about 3 days now.¿ it was stated the patient was currently in a rehab facility at the hospital for reasons unrelated to the device. The patient did not feel stimulation at the time of report. The patient changed batteries in the programmer it was working. The patient was on program a at 3.25 volts, and the stimulation was turned on. The patient did not feel stimulation and when increased to 3.5, she reported feeling stimulation. It was stated the patient was doing fine and she was instructed on how to adjust her settings. It was stated the stimulator was off when the patient had her concerns.

Manufacturer narrative:
(B)(4).

Event description:
The patient later reported that all of the sudden she had been flooding and could not hold her urine at all. Event date was noted as event date of (B)(6) 2015. Patient services recommended checking therapy to make sure stimulation is turned on. The patient reported the patient programmer was not powering on. Patient services reviewed battery considerations and how to change patient programmer batteries. The patient confirmed she was able to do so successfully and patient programmer powered on. The patient confirmed stimulation was turned on, however the patient felt no stimulation sensation. The patient increased to 5.5 and could now feel stimulation sensation comfortably. It was later reported on (B)(6) 2015 that the following service or education issue(s) were observed by the patient services agent: the patient lacked basic understanding of patient programmer use, the therapy. The patient was not able to adjust stimulation. It was recommended repositioning patient programmer or antenna over implantable neurostimulator (ins). The patient stated she was gushing when she has to go. When she stands up she gushes. The patient uses the stimulator for bladder purposes. The patient stated it had been occurring since (B)(6) 2015. Regarding if the patient had followed up with the doctor, the patient stated the doctor didn't know anything so no. The patient called the representative and got no answer. The patient didn't follow-up with the hcp (healthcare provider). During the call on (B)(6)2015, patient services asked if the patient checked the status of ins. The patient stated she doesn't remember how to do it and asked how she can do it. Patient services walked the patient through how to use her patient programmer several times. The patient stated she didn't feel her stimulation but stated it was on. The patient stated she was on program b at 6.00v and attempted several times to increase the setting. Patient services then had the patient decrease her setting and then had the patient turn on her stimulation and then increase back up but the patient kept having issues with trying to use her patient programmer from an operator standpoint. Patient services redirected the patient to the hcp to follow-up regarding how to use her patient programmer (hands on education) and also the gushing symptoms that the patient had reported.

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. The patient has no bladder control. The patient states it's like "it's a flood." The patient states the device she has was implanted to help with bladder control. The patient states this issue started last week. The patient states she was at 3.75 volts and she moved it up to 6.0 volts the day before reported event date. The patient states it wasn't very comfortable and she still had no control. The patient states she can feel stimulation on and off. The patient has tried calling her hcp(healthcare provide) in the past but he states he doesn't know anything about the mystim device and that she needs to speak to one of the nurse practitioners. The patient has not had any falls or trauma. The patient has not notified her hcp about this issue yet. The patient hasn't tried changing groups or programs yet. The patient tried contacting the manufacturer representative two times today and was still waiting for a call back. The patient was currently on group b on program 1 at 6.0 volts. Mag amplitude control. The patient states if she increases it to 6.05 volts it's too much of a "buzz." The patient states even at 6.0 volts, where she had it when she first called, wasn't comfortable. The patient states if she decreases it, it's much more comfortable on 5.40 volts. The patient feels very little stimulation. The patient states on program 2 she was at 3.95 volts. The patient tried increasing the stimulation to 4.0 volts. The patient states it still feels comfortable there. The patient hasn't tried group a or c. The patient states her therapy was to help bladder control but has a scs (spinal cord stimulator) device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect and no stimulation sensation. It was noted that the patient had been urinating three times every half hour, had two accidents on (B)(6) 2013, and two to three on (B)(6) 2013 where the patient had to change her clothes. It was reported that it started three to four days ago and for the past six months the patient was on the medication lasix which took fluid out of the body. The reporter stated that the symptoms occurred following a fall, and the patient fell two weeks ago and broke her leg. It was noted that the patient had been seeing her chiropractor, would make an appointment to see her healthcare provider, and was in physical therapy for her broken leg. It was reported that the implantable neurostimulator (ins) was turned off and the patient turned it on and was feeling stimulation. It was noted that the patient was on program a at 4 volts and would monitor her symptoms. It was later reported that the patient had it where she couldn't "make it to the bathroom" and it felt like she had to go but sometimes she went before she had to so she didn't have any accidents. It was noted that the patient had three accidents on (B)(6) 2013 because she couldn't make it to the bathroom and even when she did make it to the bathroom it "spurts all over and makes a mess." The reporter stated that the patient was on program a at 3.25 volts and moved it to 4.25 volts. It was noted that the lightning bolt was on and the patient wanted to know if she should be on program a or b. It was reported that the patient was "ruining her clothes" and the patient fell about three weeks ago. It was noted that the patient had stenosis of her lumbar, but the ins was for her urinary problems and not pain. The patient had an appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
The patient called back reporting she was still unable to adjust stim. The patient also referenced previously reported issues and stated she was in the hospital, unrelated to the manufacturer's implant. After reviewing patient programmer use, it was determined the implantable neurostimulator (ins) was off. Patient services instructed turning ins on. The patient stated she felt stim now, which was too high at 5.70v, with the patient indicating a burning/vibrating sensation. Patient services reviewed to lower amplitude. The patient lowered to comfortable level at 3.5v, group b. This resolved the issue of ins being off, adjusting stim and eliminating burning sensation from stim too high once ins was turned on. Patient services reviewed to monitor symptoms and follow-up with hcp (healthcare provider) if symptoms are not being managed with current settings. On (B)(6) 2015 the patient called back saying she was having a continuation of the same issue from previous call. The patient was currently on group b and wanted to change back to original group a. Continuation of symptoms was noted: flooding without control, no time to get to the bathroom, sometimes not realizing she is going to the bathroom. The patient had scs implant off label for bladder. Stim on, group b at 4.00. The patient turned stim off and c hanged to group a at 4.75. The patient decreased to 3.5 and turned stim on. Stim was uncomfortable. The patient decreased to 1.0 and turned therapy off. The patient and patient services discovered the patient has multiple programs in group a. The patient decreased program 2 to 1.0v. The patient then turned stim on and increased program 1 to 2.45v and program 2 to 3.0v event date: (B)(6) 2015, the patient felt overstimulation, issue resolved. During this the patient said she felt stim in her bowel and she felt like she had to "poo" event date: (B)(6) 2015, while stim was off the patient began feeling burning in her bladder. Patient services redirected the patient to hcp multiple times. There was an unrelated medical issue. The patient reviewed she was in rehab for broken legs and that the doctor confirmed it was not related to the manufacturer's device /therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a loss of therapeutic effect and the patient had been urinating every 20 minutes for the past few days. It was noted that the patient had raised stimulation three days prior because she was starting to urinate too much. The reporter stated that it felt too high at 4.75, felt like it was an electrical charge in the patient¿s bladder, and felt like it was burning her. It was reported that this continued for a day and then ¿just stopped.¿ it was noted that the patient took 40 mg of lasix a day. It was reported that the patient¿s bladder problems started because of her kidney and this occurred before implant. It was noted that fluid would get around the patient¿s heart and they had to keep it drained off. The reporter stated that at the time of the report the patient felt the burning sensation slightly. It was reported that the patient wasn¿t able to adjust stimulation and was getting the screen that the programmer batteries were low. The patient did not have a new set of batteries at the time of the report. It was noted that group a at 4.75 volts was not working and the patient was feeling the electrical charge in the bladder. It was later reported that the patient was urinating too fast and was ¿not holding at all.¿ it was noted that the patient had no control and just started peeing through the pad, pants, and it ¿just goes.¿ it was reported that the problem started a few weeks ago. It was reported that the patient put batteries in the patient programmer and it wouldn¿t power up, but the patient was able to turn it on at the time of the report. The device setting was switched to group b at 4.5 and the patient was comfortable. It was noted that the patient¿s doctor didn¿t know ¿anything¿ about the device.